Event description:
It was reported that the graft was implanted on an unspecified date in (B)(6) 2015. The graft was reported to have thrombosis and a fogarty catheter was used in an attempt to remove the thrombus; however the fogarty could not cross the loop area of the graft. Therefore, the loop area was partially cut and was removed. No additional information was received.

Manufacturer narrative:
Device evaluation: a section of the graft measuring approximately 7.5 cm in length was returned for evaluation. The returned graft segment contained the apex marker and dashed lines. The returned segment was sectioned into three parts. One part underwent histological and pathological examination. A second part was longitudinally sectioned and the lumen was physically examined. The third remaining part was retained for reference purposes. The layer thicknesses of the returned graft segment were measured and appeared typical compared to the layer thicknesses of a new graft. The outer surface of the returned graft segment was physical examined and appeared unremarkable. Areas of brown, gray, and pink colored material were adhered to the adventitial layer. The material were considered to be fibrin. There was no extension of the material into the external surface of the graft. The lumen of the returned graft segment was examined and appeared patent and unremarkable. Some brown colored fibrin material were also present at various locations in the inner lumen. However, there were no punctures, disruptions, or luminal material (such as stenotic tissue structures) in the luminal layer and no host cells were adhered to or within the luminal layer. The dual row of reinforcement fibers in the outer layer of the graft were present and intact. A correlation between the returned segment of the graft and the reported thrombus could not be conclusively determined. Occlusions, stenosis, and thrombosis are listed in the instructions for use as a potential complications associated with the surgical procedure associated with the vascular prosthesis. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The implant date is estimated. The device is portion of the device that was cut away is expected to be returned for evaluation. It has not yet been received. The hospital where the event occurred was not provided. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.